Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-86481.

Event description:
The customer's spouse reported bent sensors and repeated alarms, including a lost sensor alarm. Nothing further was reported.